Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the lot number. Please specify which lot is for the needle that broke and which for the needle that was bent. What was done to retrieve/search for the broken piece? Were x-rays taken to locate the needle? In what tissue was the needle retained? Was additional dissection required in other organs/tissues other than the target tissue? Was there any additional tissue damage as a result of searching for the needle piece? Was the patient's current hospitalization a result of the retained needle? What is the most current patient health status and condition? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2023 and barbed suture was used. The needle was broken at the swage part when the needle is about to be removed from the epidermis at the end of the reverse suture. The needle side of the broken needle was removed from the epidermis. The swage part side of the broken needle was remained under the skin. The remaining needle was removed. The patient is hospitalized. The patient's condition has not been particularly problematic so far. It is possible that the needle remains in the patient's body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product received for analysis was identified as product code sxpp1b113. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional information was requested, and the following was obtained via: what was done to retrieve/search for the broken piece? No search. Were x-rays taken to locate the needle? No in what tissue was the needle retained? Surgeon didn't know either. The tissue needle used was dermis. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any additional tissue damage as a result of searching for the needle piece? No was the patient's current hospitalization a result of the retained needle? What is the most current patient health status and condition? No problem please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).